Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the stay safe connector during fill 1 of 5 of their pd treatment while connected. The patient reported not receiving an alarm. Fluid was not discovered in the pump module area or on the external of the cassette. The patient broke the stay safe connector while trying to connect. The patient was assisted with canceling treatment. Upon follow up, the patient contact verified the reported event on 12/25/2025 was a fluid leak that occurred at the connection between the cycler set tubing and a solution bag. The patient contact could not confirm that there was a broken connector involved. The patient contact stated that the patient does not have all of his faculties in order and does not know anything about a broken connector. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set and solution bags were discarded and not available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the stay safe connector during fill 1 of 5 of their pd treatment while connected. The patient reported not receiving an alarm. Fluid was not discovered in the pump module area or on the external of the cassette. The patient broke the stay safe connector while trying to connect. The patient was assisted with canceling treatment. Upon follow up, the patient contact verified the reported event on 12/25/2025 was a fluid leak that occurred at the connection between the cycler set tubing and a solution bag. The patient contact could not confirm that there was a broken connector involved. The patient contact stated that the patient does not have all of his faculties in order and does not know anything about a broken connector. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set and solution bags were discarded and not available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.